Event description:
Reportedly, during pt use, there was a low and high fio2 alarm that occurred. Calibration of the sensor did not resolve this issue. The pt was not bagged but was transferred to another ventilator.

Manufacturer narrative:
Although requested, pt info was not provided.